Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by doctor that eyhance monofocal intraocular lens (iol) was explanted as the visual acuity (v.a) was (0.02) and post op spherical equivalent (s.e) was +3.5 (target: -0.3) on the follow up day 1. Visual issues were observed. Visual acuity and spherical equivalent were same on the 1 week follow up. Surgeon expected distance v.a, a minimum of 0.5 but was worse, v.a 0.02. So, patient complained that and wanted to change to other iol and hence an exchange was performed with different iol. On the next day after exchange, v.a was 0.2, spherical equivalent -0.25. Based on patient pre-existing conditions (see b7) there is a possibility of error between examination. No other information is available.